Manufacturer narrative:
Based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time. UDI: (B)(4), lot not available, expiration date not available.

Event description:
The contact from the facility reported that the revive se (frs21452299 / lot# is unknown) did not completely retrieve the clot. The patient developed a cerebral infarction at the distal portion of left middle cerebral artery (m1 d) occlusion at 8:30 am. At noon t-pa (0.6mg /kg) was administered. At 12:45pm the patient was hospitalized. Before the procedure, aspects-CT score was 8, and tici score was 0. The vessel diameter proximal to the occluded site was 3 mm, the distal portion diameter was unknown, length was unknown. At 1:10pm the procedure began. A guiding catheter (9fr optimo, tokai medical product was inserted and at 1:20pm, a micro catheter (2.8fr marksman was inserted at 1:30pm. At 3:11pm the revive se (complaint product) was deployed 3 times at the blocked area and obtained tici score of 1b. Another device (solitaire stent) was deployed once to remove the clot. A tici score of 2 was achieved after the deployment and the procedure was completed. After immediately after the procedure, nihss score was 19. An asymptomatic ipsilateral subarachnoid hemorrhage (hi1) was confirmed under the CT other at the occluded vessel region. A week later lab tests were has follows: nihss: 17, mrs: 4points, aspect-CT: 7. There was no rebleeding at the region.